Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter balloon catheter to treat a mildly tortuous, severely calcified lesion with 90% stenosis in the mid, proximal, and ostium of the left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon burst occurred during balloon inflation. The balloon was inflated to 12-23 atm for 10 seconds from distal to proximal. It was further reported that a detachment of the balloon occurred during balloon inflation. A snare device was repeatedly used to try to remove the detached balloon, and emergency coronary artery bypass grafting was performed in the cardiac surgery operating room. The device was not kinked and re-straightened during use. The detached portion of the device remains in the patient. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that a balloon burst occurred during balloon inflation after the first inflation was performed. The balloon was being used for post dilation of a deployed non-medtronic stent. One inflation was performed prior to the issue occurring. The device was not moved or repositioned while inflated. The device was not kinked and re-straightened during use. It was later reported that the detached portion of the balloon was successfully removed from the patient during the emergency coronary artery bypass grafting. The detached portion was taken out through an opening in the chest. The needle was inserted three times and it was taken out from the aorta. There was no issue with the deployed non-medtronic stent that the balloon was post-dilating due to the event. The patient had been discharged from the hospital and no follow up has been performed after discharge. Patient gender provided. Image analysis: one photo was received from the account which appears to show a radial balloon burst and a detachment of the balloon material. Procedural image review: analysis of the procedural images provided confirms the presence of severely calcified lesions in the left anterior descending (lad) artery. A single timestamp is shared across all the images provided, making it impossible to establish an exact timeline. In the second image the lad and left circumflex (lcx) arteries have been wired, and improved bloodflow can be observed in the lad, however it is not possible to identify deployed stents due to contrast in the vessel. Images do not capture use of the nc sprinter device or the reported burst and detachment medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.